Event description:
It was reported that during staff nurses prime this huber plus with 5ml heparinized saline and realized there was a leakage at the y connector. She informed nurse manager, who complained to vendor immediately.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq1860 showed thirteen other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 1¿ huber plus safety infusion set with valved y-site. Usage residues were observed throughout the sample and the safety mechanism was not engaged. The y-site valve orifice appeared elliptical. Microscopic inspection of the y-site confirmed the orifice to be elliptical. Inspection of the y-site orifice using an iso taper gauge revealed the y-site to be outside of manufacturing specifications. The shape of the luer prevented full insertion of the taper gauge. An attempt to infuse water through the sample using a 12m syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from the y-site valve septum. The misshapen valve housing appeared to be the cause of the valve septum leakage. Both the lack of evidence of attempted use and the lack of mechanical damage suggested that the misshapen housing did not occur during device use. It could not be determined if the deformation occurred during device manufacture, or subsequently due to environmental factors such as extreme temperatures. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during staff nurses prime this huber plus with 5ml heparinized saline and realized there was a leakage at the y connector. She informed nurse manager.